Event description:
It was reported a filter did not appear to open completely following deployment via a right femoral approach. Manipulation of the filter with a catheter resulted in a complete opening. The pt's condition is good. This device remain implanted, therefore, no failure analysis is available. User technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."